Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device is not being returned nor were photos provided, therefore, a physical evaluation cannot be conducted. No further information regarding the procedure or the device used has been provided to determine a root cause for the reported failure. Hence, this complaint cannot be confirmed. This complaint file is being closed, should any new information be received in the future, this file will be reopened at that time and updated to reflect the information received. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. This report is being filed as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that the nurse found that the device was broken right after the opening the brand new package during the surgery on (B)(6) 2018. The surgery was completed by using alternative device (same p/n, lot number was unknown). It was brand new and the first use when the issue occurred. There was less than 30min. Surgical delay and no harm to the patient.